Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The expected therapy time was 48 hours; however, the actual infusion time was 54 hours. The devices were filled to nominal volume (240ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 3, 2024 and june 5, 2024. H11: two (2) actual devices were received for evaluation. Visual inspection of the first sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within specifications. The reported condition was not verified. The device was determined to be conforming product. Visual inspection of the second sample noted fluid inside the housing. Further inspection revealed that the device had a missing film-wrap. The film-wrap is located at the upper area of the bladder and fastens the bladder to the stressmember. When the film-wrap is missing, the bladder will not inflate during the filling process, and fluid will leak inside the housing. The reported condition was verified as a leak (which can result in an underinfusion). The cause of the missing film-wrap was determined to be an assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.